Event description:
Description of event: caller stated they're pursuing the mdt pump because their abbott scs 'isn't working. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).